Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 12 synergy ii drug-eluting stent, after the stent protector was removed, it was noted that the stent came off and remained inside the stent protector. The device never entered the patient's body and the procedure was completed with another stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 12 synergy ii drug-eluting stent, after the stent protector was removed, it was noted that the stent came off and remained inside the stent protector. The device never entered the patient's body and the procedure was completed with another stent. No patient complications were reported.